Event description:
Patient reported "bilateral burning pain, bilateral lymph nodes swollen, and a feeling of heaviness on chest". Later, patient reported "significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explanation, scarring and disfigurement". This record is for the left side. Device was explanted.

Manufacturer narrative:
This is a follow up to emdr (B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.